Event description:
It was reported the pt lost a significant amount of weight since initial implant of her ipg and she was experiencing discomfort and numbness over the ipg site. The pt underwent a revision surgery on (B)(6) 2013 to relocate the ipg which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.